Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable elecsys tsh assay result for one patient sample. The initial result was 0.030 mu/l and the result was "validated". In the afternoon of the same day, the same patient was drawn again and the tsh result was 2.270 mu/l. On (B)(6) 2016, the customer retested three samples from the patient. The sample which originally produced the result of 0.030 mu/l, now had a result of 2.37 mu/l. Two other samples from the patient gave results of 2.26 mu/l and 2.25 mu/l. Information regarding if the erroneous result was reported to the patient and/or medical personnel treating the patient was requested, but it was unknown. The patient was not adversely affected. The reagent lot number was 12864900. The expiration date was requested, but it was not provided. All other tests were ok. They were retested in the afternoon and the results were the same as in the results in the morning. The customer performed a repeatability test on a patient sample 10 times and "everything fine". A specific root cause could not be identified. From review of the provided calibration and qc data, a general reagent issue could be excluded. For this type of assay, general causes include the possible presence of bubbles/foam on the sample surface, the possible presence of bubbles/foam on the reagent surface, the pipetting of an insufficient amount of sample volume related to the presence of a temporary micro clot/fibrin filament or to a tilted position of the sample tube if rack adapters are not correctly used for 13 mm tubes. It was noted the customer was using the rack adapters. The presence of a micro sized piece of the gel from the sample tube cannot be excluded. This may have hindered the pipetting of the sample during the first measurement.